Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon visual inspection, it is confirmed that this abutment screw has fractured. No cause can be determined. Visual inspection and device history record review did not provide any indication of a manufacturing deviation that would contribute to this event.

Event description:
The doctor indicated that the abutment screw has fractured. The doctor was able to remove the screw without damaging the implant.